Event description:
Attorney alleges that the patient underwent hernia repair surgery with implant of bard/davol mesh on (B)(6) 2018. It is alleged that during postoperative visit on (B)(6) 2018 patient had pain, discomfort and that the navel looked odd. On (B)(6) 2012, patient was seen by general surgeon for further examination. On (B)(6) 2021, the patient was seen by another surgeon and the surgeon expressed concerns about patient¿s abdomen and the aforementioned hernia repair. It is also reported that on (B)(6) 2022, the surgeon confirmed the patient was needed to remove his appendix immediately stating that the complication may have occurred due to poor and improper hernia repair procedures performed by the previous surgeon. On (B)(6) 2022, surgeon performed an appendectomy and additional exploratory surgery to examine the hernia repair. Attorney alleges that the hernia repair was performed on (B)(6) 2022 and the patient immediately began feeling better. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges pain, discomfort and underwent revision surgery due to the hernia mesh device. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Device not returned

Event description:
Attorney alleges that the patient underwent hernia repair surgery with implant of bard flat mesh on (B)(6) 2018. It is alleged that during postoperative visit on (B)(6) 2018 patient had pain, discomfort and that the navel looked odd. On (B)(6) 2021, patient was seen by general surgeon for further examination. On (B)(6) 2021, the patient was seen by another surgeon and the surgeon expressed concerns about patient¿s abdomen and the aforementioned hernia repair. It is also reported that on (B)(6) 2022, the surgeon confirmed the patient was needed to remove his appendix immediately stating that the complication may have occurred due to poor and improper hernia repair procedures performed by the previous surgeon. On (B)(6) 2022, surgeon performed an appendectomy and additional exploratory surgery to examine the hernia repair. Attorney alleges that the hernia repair was performed on (B)(6) 2022 and the patient immediately began feeling better. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the consultation date in event description which was inadvertently incorrectly updated in the initial MDR. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.